Event description:
In 2000, during implant the lock ball could not be removed through left iliac due to stenosis. Iliac was angioplastied and device removed. A small type I leak was seen at proximal neck. An angulation at the top seemed to be the cause. Balloon was inflated to iron out mild kink and stop leak. An endarterectomy was done of a fairly thick plaque on right iliac. Ten days later, patient developed 3 open areas on right buttocks - purplish blood blisters that opened. Two days later, aspiration of 160 cc of thin yellow fluid from left abdominal and groin incisions. Cultures grew mrsa. Treated with IV antibiotics. Drop in hemoglobin. A week later, neurology consultation found generalized weakness throughout lower extremities, likely due to a steroid myopathy (3 years use without break). A week later, aspiration of small fluid collection on right para-aortic region, which appears to be old blood. A month later, left lower extremity heel decubitus ulcer of 3 cm. Eighteen days later, dvt in right leg - treated with coumadin. Six mos later, patient fell after experiencing lower extremity weakness. Admitted with sepsis, renal insufficiency, and meniscal tear. Twenty days later, pulmonary consultation: progressive interstitial lung disease since 9/2000 and findings suggestive of chronic aspiration.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim. In 2001, patient expired: respiratory failure and recurrent aspiration pneumonia - unrelated to aaa and endograft.